Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, customer had not taken any actions to address bg at the time of the call. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.